Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to replace a 4.0 cm cuff, which was found to be too large, with a new 3.5 cm cuff. The physician believes the original cuff was incorrectly sized at the time of placement. No additional patient complications were reported.